Event description:
Tbm called and advised the wheel locks are continually bending laterally. The handle you use to engage is bending and plate that handle is mounted to is the issue due to not being strong enough.